Manufacturer narrative:
D10: concomitant devices sn: (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3; sn: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; sn: (B)(6), 200-02-35 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2016. Approximately 4 years after the initial procedure the patient had a left knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.